Event description:
It was reported that the battery of the tempo lift device caught fire during the night, when the device was not in use without any apparent reason. The fire alarm went off in the building and the fire was put out with an extinguisher. There has been no evaluation and no injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration# (B)(4)) on behalf of the MFR bhm medical, inc, (registration# (B)(4)). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical, inc., and any medwatch reports will be submitted under registration# (B)(4). Upon an on-site inspection performed by the arjohuntleigh rep (an (B)(4) rep who is not an employee of the device MFR), it was noticed that the battery was burnt, the handset was melted and there were black fire traces on the device. The pictures received by the MFR confirmed these observations. The MFR requested the return of the device to perform a thorough investigation. Add'l info will be provided following the conclusion of the MFR's investigation.